Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of going to see healthcare professional due to inaccurate sensor readings. Customer reported that blood glucose was 600 mg/dl. Customer reported that while at the doctor's office, blood glucose was stabilized by changing complete set. Customer declined troubleshooting for high blood glucose.